Event description:
During remote follow-up, oversensing due to noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Lead damage due to subclavian crush was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: (B)(4).